Manufacturer narrative:
The device has been received and is pending analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited pocket erosion and infection, so it was explanted. The patient was sent home with a life vest. No adverse patient effects were reported.

Manufacturer narrative:
The device has been received and is pending analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited pocket erosion and infection, so it was explanted. The patient was sent home with a life vest. No adverse patient effects were reported. The device has been returned and analyzed.